Event description:
The customer reported the uom of their freestyle meter changed from mmol/l to mg/dl. The customer's meter was designed with the uom being selectable. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint is confirmed. Performed investigation using returned meter. Meter is unlocked to mmol/l. Connected meter to pc. Downloaded glucose log, error log, and calibration parameters. Readings with an 18 cal code were found in glucose log. Log error #s 0300, 0015, 0806 were found in error log. E3/ e4 errors with low battery icon were not observed. Caliberation parameters were within specification. Memory overwrite was observed. Customers and retailers have been informed through the fa16may2006 letter.